Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bypass, when user was ready to fire the reload, the stapler was stuck and would not open from the tissue. After several attempts, the device finally opened the staples were circle and irregularly shaped. The knife did not retract. Both handle and reload were replaced to resolve the issue in order to complete the case. There was no patient injury.